Event description:
The manufacturer received information alleging a patient received burns to their airways while using an everflo oxygen concentrator. The device is not being returned to the manufacturer's service center. The device is currently still being used by the patient. Photographs provided by the durable medical equipment (dme) supplier was reviewed by the manufacturer. It appears the burns were from an external source near the nasal cannula. The device has no evidence of thermal damage to the enclosure of the device. Product labeling states,"oxygen vigorously accelerates combustion and should be kept away from heat or open flame. Not suitable for use in the presence of a flammable anesthetic mixture with air or with oxygen or nitrous oxide. Do not smoke, allow others to smoke or have open flames near the concentrator when it is in use." The manufacturer concludes there was no evidence of thermal damage to the device and that the burns suffered by the patient was from an external source.